Event description:
It was reported that a patient underwent an emergency left ring distal phalanx fracture open reduction and internal fixation surgery under nerve anesthesia procedure on (B)(6) 2025 and suture was used. During the procedure, at 11:20, the patient underwent surgery and had stable vital signs during the surgery. At 11:52, the surgeon closed the suturing of the skin and found that the needle tip was broken when suturing nearly 2/3 of the skin around the nails. The surgeon immediately informed the traveling nurse and compared it with another new complete needle. The broken needle tail and tip were immediately placed on a sterile magnetic sheet, and the surgeon, nurse, and patient checked the integrity of the needle tip together. The surgeon took another needle to continue suturing the skin, and the patient was safely sent back to the ward at 12:10. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. - did any needle piece(s) fall into the patient? *if yes, o was\were the needle piece(s) retrieved during the same procedure? O were x-rays taken to locate the needle piece(s)? O what measures were taken to retrieve the broken piece(s)? O was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. D4: UDI: (01) gtin unavailable, product made prior to gtin compliance date.